Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "corneal edema" (corneal edema). Product problem(s): "haptic was broken" (break [haptic]). A surgeon reported that during intraocular lens (iol) implant surgery, he noted that the haptic was broken. The lens was cut and removed from the eye and there was increased corneal edema. Additional info has been requested.